Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The non-calcified, mildly tortuous 90% stenosed target lesion was located in a left arm shunt. During the second inflation, the 6.0x20/40mm sterling balloon ruptured at 10 atmospheres. The procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".